Manufacturer narrative:
Further review in rapidcomm revealed that the sample validation displayed two results from the same analyzer with identical analysis times. The 1st result had the correct information but the 2nd result transmitted had an erroneous last name. The hospital staff reported that they edited and resent the results, but claim not to have changed the name. Siemens reviewed the instrument log and the log indicates that the account number scanned into the patient ID field on the analyzer was the previous patient account number and not the current patient account number. It also showed that the same sample was edited to the analyzer with changes made in the last name and date or birth to the account number. The result was sent to rapidcomm (with correct demographics), but the sample demographic information was edited on the analyzer and re-sent to rapidcomm, at which point a different patient name appeared with the sample. Customer indicated that the issue was noticed immediately and corrected, and no patient results or treatment was affected.

Event description:
Customer reported that on (B)(6) 2014, the staff had scanned an account number ending in (B)(6) which belonged to patient "(B)(6)", however, they indicated the demographics (last name) belong to a previous patient "(B)(6)" and appeared in the patient sample log. There was no report of injury due to this event.